Manufacturer narrative:
Per the tandem t:slim x2 user guide: "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, the cause of the low bg level was due to the customer miscalculating the carbohydrates for the pancakes that were consumed; the customer over-delivered a bolus. The customer ate ice cream and coffee cake to stabilize impacted bg level.